Event description:
It was reported that there was insulation damage noted on the right ventricular (rv) and right atrial (ra) leads at time of device replacement for elective replacement indicator (eri.) The rv and ra leads were repaired and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407658 implantable pacing lead, (B)(6) 2005; e2dr01 implantable pacemaker, (B)(6) 2005. (B)(4).